Event description:
Additional information reported, the pump was delivering compounded baclofen. The reason for the missed refill was the patient did not show up for her appointment (reason unknown).

Event description:
It was reported that the patient missed the scheduled pump refill appointment. The patient experienced increased pain but did not report any other symptoms of withdrawal. On (B)(6)2015, the pump was refilled and the event resolved without sequelae. The event was related to the intrathecal medication. The severity was reported as mild (did not interfere in a significant manner with the patient¿s normal functioning level). The device system was used to deliver dilaudid, bupivacaine, baclofen and clonidine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).